Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported via email that she noticed with an unspecified number of tampons, the tip of the pledget was shedding. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome or to determine if this was prior to use; however, no further information has been received.